Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. There was no adverse event or death associated with the belt malfunction.

Event description:
03/16/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that a patient was receiving a service code 204 (belt unusable).